Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer (con) via a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator for urinary incontinence. It was reported that the patient had any factive therapy after multiple reprogramming. It was noted that the doctor decided to put a new system in on the contralateral side on 2016-(B)(6) and the issue was resolved. On 2016 (B)(6) , it was added that, by factive therapy, the rep meant effective therapy. There were no device issues reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.